Event description:
It was reported that this programmer was unresponsive to touch and was given for repair. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. Additionally, the touchscreen was tested for functionality and calibration. No error codes were detected during the analysis of the log file. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer was unresponsive to touch and was given for repair. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. Additionally, the touchscreen was tested for functionality and calibration. No error codes were detected during the analysis of the log file. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.